Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Additional information was received. The customer did not go to the hospital on (B)(6) 2015 as previously inferred.

Event description:
Patient reported experiencing hypoglycemia with unconsciousness during the night while sleeping during the last month. Patient explains two incidents, one the night from the (B)(6) 2015 and the other the night of the (B)(6) 2015. No details are provided for the night of (B)(6) 2015; however there is a statement that infers the customer was possibly hospitalized on (B)(6) 2015. Patient reported during the last incident on (B)(6) 2015, the insulin delivery was incorrect which caused hypoglycemia. Patient stated on (B)(6) 2015 his wife detected the hypoglycemia as he presented with seizures and his wife administered glucagon; he regained consciousness and his blood glucose level returned to normal. There is a blood glucose value reported of 35 mg/dl but it is not clear on which occasion this value was obtained nor is the blood glucose device it was taken on known. There is also a mention of a hypoglycemic episode on (B)(6) 2015 but no details are provided. Patient stated he experienced hypoglycemia with unconsciousness prior to using the pump; episodes have decreased but continue. Patient alleges the issue is due to a problem or error with insulin delivery of the pump. Requested return of the alleged pump for evaluation. Additional information was received. The customer did not go to the hospital on (B)(6) 2015 as previously inferred.

Event description:
Patient reported experiencing hypoglycemia with unconsciousness during the night while sleeping during the last month. Patient explains two incidents, one the night from the (B)(6) 2015 and the other the night of the (B)(6) 2015. No details are provided for the night of (B)(6) 2015; however there is a statement that infers the customer was possibly hospitalized on (B)(6) 2015. Patient reported during the last incident on (B)(6) 2015, the insulin delivery was incorrect which caused hypoglycemia. Patient stated on (B)(6) 2015 his wife detected the hypoglycemia as he presented with seizures and his wife administered glucagon; he regained consciousness and his blood glucose level returned to normal. There is a blood glucose value reported of 35 mg/dl but it is not clear on which occasion this value was obtained nor is the blood glucose device it was taken on known. There is also a mention of a hypoglycemic episode on (B)(6) 2015 but no details are provided. Patient stated he experienced hypoglycemia with unconsciousness prior to using the pump; episodes have decreased but continue. Patient alleges the issue is due to a problem or error with insulin delivery of the pump. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.